Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.¿ in this case, it is presumed that due to the handling of the user, unexpected stress was applied to the cable and the cable unit broke down, causing the image to disappear. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as no image would display during testing due to a faulty cable unit. Additionally, the rear cover labels were fading and needed to be replaced. If additional information becomes available following device evaluation, a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
It was reported, the 4k camera head presented a blurry image during preparation for use. According to the initial reporter, they could not determine whether water was on the lens or not. There was no patient harm or consequence reported as a result of this event.